Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implanted neurostimulator for spinal pain. It was reported that the patient was not receiving stimulation in their right leg and toes but were receiving stimulation in their left leg to toes. No falls were related to this event. In the original post operation surgery, a picture shows the lead was placed more to the left as left sided pain was primary pain. A lead revision surgery took place to move the lead more midline for bilateral stimulation. The issue was resolved. No further complications were reported/anticipated.